Manufacturer narrative:
No service history review can be performed as part number 314.02 with lot number(s) 2382125 is a lot/batch controlled item. The service history review is unconfirmed. Device history records review was completed for part# 314.02, lot# 2382125. Manufacturing location: (B)(4), manufacturing date: aug 29, 2008. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed. The driver (314.020, lot 2382125) and the holding sleeve (314.060, lot 2383065) were returned to cq. The phenolic handle was broken and two pieces and the shaft was separated from the remainder of the device. The dowel pin remained intact with the shaft. The holding sleeve is part of the upper level part 314.020, and was returned without allegation against it. No new defects or malfunctions were observed on any of the returned instruments. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. Dimensional, material and hardness testing is not applicable at this time as they were tested at the time of manufactured and confirmed to have no issues through the DHR review. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the instruments are already broken. Relevant drawing for 314.020 was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No definitive root cause could not be determined as the circumstances surrounding the complaint are unknown, however a possible cause could be normal wear and tear, including multiple sterilization cycles. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Therapy date of concomitant device is unknown. The device was received and the product evaluation is in progress. No conclusion can be drawn. Service history review and device history records review has been requested and is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle is broken on a small hex screwdriver. The handle is in two pieces and is broken right at the pin. This was discovered outside of a procedure, no procedure or patient involvement reported. Concomitant device reported: holding sleeve (part # 314.060; lot # 2383065. Quantity 1). This report is for one (1) small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).